Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had recharging issues. There was not efficient signal between the implantable neurostimulator and the charging system. The patient had to charge for 8 hours a day. It was noted the device was removed.

Manufacturer narrative:
Analysis of the restore sensor (B)(4) found no anomaly.